Event description:
Customer reported via phone, she was having issues with the sensor. During troubleshooting, customer reported her blood glucose was 374 mg/dl and 410 mg/dl when she used a different finger. Customer was advised how to properly calibrate the sensor to avoid further issues. No troubleshooting was performed for high blood glucose level. The sensor is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.